Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch ultramini meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 12:00pm. The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient denied that symptoms developed; however, he visited his doctor's office on (B)(6) 2015 at 2:00pm where he received treatment of insulin. The patient stated that his blood glucose was tested with a doctor/clinic device at 2:30pm whilst at the doctor's office and the result obtained was "206 mg/dl". At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient received hcp treatment for acute hyperglycemia after the alleged product issue began. This treatment meets lifescan's criteria for a serious injury.